Event description:
Following a routine coronary angiogram an angio-seal device was dpeloyed to seal the arteriotomy site. The anchoring foot deployed, however, the collagen did not seal the vessel. Manual pressure was applied for approximately twenty minutes to achieve hemostasis. A preplacement angiogram was performed. The patient was taken to the recovery area. Approximately thirty minutes later, the patient complained of lower leg and foot pain, oral analgesics were administered by the nurse. Approximately thirty minutes later, the patient continued to complain of pain and was given opiates. The nurse consulted the physician approximately one hour and forty minutes later. It was reported the ankle pulses were present, the foot was not cold, and the pain had decreased. The physician returned to see the patient approximately thirty minutes later. It was reported the foot was cool, but stable, however, the right dorsailis pedis and posterior tibial pulses were absent. At this time the patient complained of mininal pain. The reported diagnosis was vascular occlusion at the puncture site. A surgical consult was obtained and decision was made to perform vascular exploration and removal of the device. The angio-seal device was found in the right superficial femoral artery and a 20 cm thrombus was removed. A vein patch was used to repair the artery and good peripheral pulses were realized. The patient received heparin IV overnight and was discharged the next day.